Event description:
A distributor from denmark reported a data error alert on december 8, 2025, which occurred after the pump ship date. Although the specific blood glucose value at the time is unknown, it remained between 54 and 500 mg/dl, and thus, there was no adverse impact to the customer's blood glucose level. The pump had frequently reverted to the year 2008, prompting technical support to decide on replacing the device while allowing the current pump to continue being used in the interim. The customer was instructed to return the pump in storage mode with a pre-paid label within ten days, and these instructions were understood and acknowledged.